Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-38792, related manufacturer reference number: 2017865-2022-38794. It was reported that a patient presented in-clinic. Upon examination, the patient's right atrial (ra) lead was found to have exhibited high capture thresholds and a drop in sensing. The right ventricular lead exhibited loss of capture and decreased sensing. Both the ra and rv leads were determined to have dislodged due to the electrical issues and was confirmed with x-ray imaging during the revision procedure to address the leads, the patient's implantable cardioverter defibrillator (ICD) was found to have migrated. The physician suspected twiddler's syndrome as the cause of both lead dislodgements and the ICD migration. The ra lead was repositioned and the rv lead was explanted and replaced on (B)(6) 2022. No intervention was reported to address the ICD migration. The patient was stable and no patient consequences were reported.

Event description:
New information received notes that the physician suspects that the patient physically manipulated the device, causing it to flip. The device was successfully repositioned and anchored down on (B)(6) 2022 during the procedure and is still in use.

Manufacturer narrative:
Additional information: d6a: implant date should be (B)(6), 2022".